Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer is replacing 17 lvp display boards because they have dim segments.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 12 out of 12 returned display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: the customer returned 12 lvp display board assemblies (p/n tc10004754). Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that the customer is replacing 17 lvp display boards because they have dim segments.